Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 22:47:16. During night drain cycle two, the patient's ultrafiltration reading was 1963ml, indicating the home patient (hp) drained 1963ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.